Manufacturer narrative:
Investigation was completed and no product returned. Failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient anatomy. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was being implanted with impella cp and the insertion was aborted. It was reported that the impella cp was unable to cross the aortic valve. It was reported that a companion sheath was used to advance a .035 wire to use as a buddy wire to assist in crossing the valve, but the attempt was unsuccessful. After unsuccessful attempts, the physician decided to remove the impella. During removal, guidewires got caught in the impella peel-away sheath. It was noted that the case was aborted due to the patient¿s anatomy and no patient harm occurred. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.